Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. It should be noted that the preparation for use section of the traveler rx coronary dilatation catheters instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the heavily tortuous, heavily calcified, 90% stenosed distal right coronary artery. A 3.00 x 15 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation of the bdc, resistance was felt while removing the stylet and protective sheath. The balloon was soaked in saline and the bdc was prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced to the lesion with no resistance felt. Upon the first inflation of the balloon to 12 atmospheres, the balloon ruptured. The bdc was replaced with a 3.0 x 15mm trek bdc and the procedure was successfully completed with the implant of a 3.0 x 23 mm xience alpine stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.